Manufacturer narrative:
This report is submitted on april 06, 2022.

Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.